Event description:
Surgeon had completed the 3-vessel bypasses and was preparing for the ligation of the atrial appendage. Surgeon was holding the atriclip device, had placed its tip inside the sternal wound, and was getting it into the correct position for deployment, when the clip came off of the device. The clip fell off and into the wound; the surgeon retrieved it with his fingers. Another atriclip device was obtained and the procedure was successfully completed. Per the operation report: "we then ligated the left atrial appendage with a 50 mm atricure atrial appendage occluder. This was done because the patient had significant atrial dysrhythmias going to sleep, and while we were cannulating and given his age and this phenomenon, we felt that atrial fibrilation (afib) was a reasonable enough likely postop problem, that we would exclude his appendage." Specifically, the atriclip was used to ligate the left atrial appendage.